Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements and high out of range impedance measurements. As a result, a revision procedure was scheduled. Prior to the revision the x-ray noted a fracture. The lv lead was not able to be completely removed due to the extensive fibrosis on the subclavian region. It was indicated that this patient was not pacemaker dependent and while lv therapy was lost, lifesaving therapy remained available. No adverse patient effects were reported.